Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the numbers on the customer's insulin pump were continuously scrolling. The battery was removed and replaced, customer received a battery out limit alarm, and the buttons stopped responding. The customer's blood glucose was 238 mg/dl. No significant events leading to the keypad issues were recalled. At time of this report, customer's blood glucose was 136 mg/dl. Customer further stated she had a low blood glucose with overcorrection and believed the insulin pump gave her more insulin, but did not know if it was giving insulin or not. She treated with juice. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alerts or battery out limit alerts noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and battery tube threads.